Event description:
It was reported that a pt underwent a spinal surgery using rhbmp-2/acs. At an unk time post-op, the pt developed a deep infection.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.